Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. Unable to perform occlusion and excessive no delivery test due to alarms. A cracked case at display window corners, battery tube threads, scratched display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump alarmed and insulin squirted out during the manual prime process. It was stated that the customer's blood glucose was unstable. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to revert to back up plan. No further information was provided.